Event description:
Bioglue used in conjuction with a dural patch to seal a dural incision. The patient reportedly developed an abcess and reoperation was performed. The abcess reportedly contained a "cottage cheese-like" material, which was removed along with some loose fragments of polymerized bioglue. The remaining bioglue that was adhered to the site of application was left in place. No additional complications have been reported.

Manufacturer narrative:
The manufacturer is currently attempting to contact the user facility to obtain additional information, including the lot number used in the procedure. Any additional information will be reported in a follow up report. Manufacturer did not receive form 3500a from user.